Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where it was reported the solution leaked from the air vent during infusion of chemotherapy. There was no bleed back and no biohazard reported. There was no physical damage noted on the device. It was replaced and therapy resumed. There was no unprotected chemo exposure in this event. There was patient involvement, but no adverse event/ patient harm and no delay in critical therapy.

Manufacturer narrative:
One used sample was returned for evaluation. As received the inlet filter vent was outline with a red circle and appeared to be wetted out. After the test a leak from the inlet filter vent was confirmed. Additional reporter: (B)(6). Complaint of leaks can be confirmed based on the physical sample evaluation. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.